Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that the patient had the ins explanted due to ins pocket infection. The hcp needed assistance filling out the MRI eligibility sheet.